Event description:
Patient presented to the physician with pain on the right side after a fall. Imaging was done and it showed that the sense lead has migrated from the original placement. Physician brought the patient into the or and confirmed the sense lead had advanced. Physician replaced the sense lead, re-sutured, and closed.